Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 493 mg/dl, while wearing the pod between 4 and 24 hours on the arm. A correction was administered using the pod, but the bg levels did not decrease and insulin was noticed to be leaking out. The patient was unsure if the cannula was properly inserted into the infusion site. The pod was removed, and the cannula was found to be bent. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.